Manufacturer narrative:
(B)(4) stated a preliminary investigation by advocate biomed was completed and felt the chair was working as it should. A tmm representative promptly reviewed the equipment on 11/05/2014 and a confirmatory inspection by also found it to be in good working condition. As this pt was unattended, it is not clearly understand of how the pt was using the device. Tmm clearly states in all of our training materials that the ingress/egress protocol is from the side, and not the front. Third party, (B)(4) load testing verifies the safe and effective stability testing of the device.

Event description:
Tmm notified via voice mail on (B)(6) 2014 by (B)(4) that an unattended ICU pt fell out the front (foot section) of the chair. The root cause was the pt egressed from the front the device instead of a side ingress/egress, which is standard protocol. The chair tipped up and the pt fell on the floor. Exact circumstances of how this occurred are unk as no medical personnel witness the adverse event. Advocate stated that a subsequent medical eval yielded no serious injuries.